Manufacturer narrative:
Concomitant products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The device manufacturer's representative (rep) reported the patient was having an ins reposition because it was trying to flip. The therapy was very effective for the patient and he has lost (B)(6) lbs since he was no so active. The rep stated this was already reported information. The patient is alive and well, the record needs to be updated. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical devices: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The device manufacturer's representative (rep) reported the patient had pocket soreness. The patient had lost a lot of weight and wanted the implant revised because of the soreness. The patient was unable to be located in the system. The patient did not remember who implanted him. Additional information received reported the patient was following up with the health care provider (hcp) for consult and the rep would get the serial number at that visit. Additional information received reported the patient was scheduled for a consult on (B)(6) to consider revision of battery pocket. The patient had lost weight and the battery pocket was irritated. The patient had to reschedule his appointment until (B)(6) 2015. The patient was receiving good stimulation but because of his weight loss, the ins stuck out some. Additional information received from the manufacturer's representative reported the patient had a revision procedure on (B)(6) 2015. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The rep stated they were planning to do a revision of the patient because of the tenderness at the ins pocket. The date had not been finalized at the time. The rep stated he would go back to the physician's office and look at the procedure information. The rep stated the patient has a non-rechargeable battery which they may replace next friday. It will be determined at the time. Additional information stated the rep talked to the patient and learned the patient was implanted in (B)(6) 2012. The rep was trying to have a specialist meet with the patient to interrogate the device and get the serial number. The patient was on the schedule for a pocket revision on (B)(6) 2015. This was due to the patient's weight loss and the tenderness at the ins site. They want to check his device before the procedure so that if he needs a new battery they can get him pre-approved. If additional information is received, a supplemental report will be submitted.